Event description:
It was reported that during a cholecystectomy procedure, the device could not hold the blade. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Reset button. Evaluation summary: the analysis results found that the d11lt instrument was returned in good visual condition. The instrument was functionally evaluated, and the reset button and bullet failed to return to the original position upon cutting, and advancing through the skin test media; thus leaving the blade exposed upon advancement. The failure was noted during three non-consecutive test sequences. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.